Event description:
Litigation papers allege the patient suffered hip pain, occasional sharp and stabbing pain that ran from his hips to his toes, painful range of motion, difficulty walking and walked with a limp. The patient attended physical therapy and had cortisone injections to help control his pain and had a difficult recovery from revision surgery.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.